Manufacturer narrative:
Additional information: h6 and h10. Section h10: the valve was not returned to edwards lifesciences, as it remains implanted in the patient. Additionally, no photograph/video/imagery of the valve was provided for review. During manufacturing, multiple manufacturing mitigations were in place at edwards lifesciences to ensure all sapien 3 valves met the valve specifications. The frame components and leaflet components underwent multiple inspections. Additionally, during production the valves underwent flow testing and were inspected before and after being attached to the holders. Prior to final packaging, a 100% inspection was performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any similar complaints. A review of complaint history for the sapien 3 (all sizes) from april 2019 to march 2020 revealed no additional for central valve regurgitation. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history revealed that the complaint occurrence rate did not exceed the march 2020 control limit for the trend category. A review of complaint history for the sapien 3 (all sizes) from april 2019 to march 2020 revealed two additional complaints for motion restricted leaflet in patient and inadequate leaflet coaptation in patient (equivalent code). For the device that was returned, available information suggests that patient factors (calcification) and/or procedural factors (pinched leaflet during crimping) factors may have potentially contributed to the complaint event. However, a definitive root cause was unable to be performed. A review of complaint history reveals that the complaint occurrence rate did not exceed the march 2020 control limit for the trend category. The commander instructions for use (IFU), the patient screening manual, the device prepping manual and the training manual for sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history, complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the calcification, over inflation of the deployment balloon, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. As described in the complaint description, ¿the patient had ¿significant ai¿ and that one of the leaflets were not functioning¿. The central regurgitation was likely contributed by an immobile leaflet. Patient anatomy information was not given in this case, and without imagery, engineering was unable to visualize the final positioning and expansion of the valve, as well as unable to determine if the leakage was a pvl or central regurgitation or both. In addition, inflation volume used for valve deployment also not provided in this case. There was insufficient information to determine a root cause. A review of complaint history revealed that the occurrence rate does not exceed march 2020 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, post deployment of the 29mm sapien 3 valve, the patient had significant ai due to a nonfunctioning leaflet. A second valve was deployed. The first 29mm sapien 3 valve was deployed in the native aortic position, without any issues. The patient remained in stable condition, however, the echo's showed "some" central ai. The physician was asked to remove the wire and delivery system from the patient and perform a second echo to evaluate the pvl and central ai grades. Prior to the sheath being removed the anesthesiologist informed the team that the patient had ¿significant ai¿ and that one of the leaflets were not functioning. An aortic root angiogram was performed that confirmed the ai. Trouble shooting measures were tried (moving the leaflet with the pigtail) but were not successful. A second 29mm sapien 3 valve was then deployed within the first valve. The patient was reported to have been stable the entire time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.